Event description:
The doctor reported separating a file midroot in a pt's tooth during a routine root canal procedure. The doctor attempted to retrieve the file with ultrasonics unsuccessfully and referred the pt to an endodontist for further treatment. At the time of this report the outcome of the endodontic treatment was unk.